Manufacturer narrative:
A1: patient identifier: (B)(6). E1 initial reporter phone number: (B)(6).

Event description:
Respond edge study. It was reported that third degree atrioventricular (av) block, bradycardia, and left bundle branch block (lbbb occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelets at the time of index procedure. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with balloon aortic valvuloplasty(bav), according to the instructions for use(IFU). No conduction disturbance was noted post bav. The aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve into the proper anatomical location. On same day of the index procedure,post valve deployment, the subject developed left bundle branch block with bradycardia of 40 beats per minute. No action was taken to treat the event. Post procedure event summary: one (1) day post index procedure, the subject developed third degree av block. Echocardiogram was performed as a diagnostic for the event. The event resulted in prolongation of hospitalization. On the same day, a new permanent pacemaker was implanted successfully and the event of lbbb and bradycardia were considered recovered. At the time of reporting, the event of third degree av block was considered recovering. Seven days post index procedure, the subject was discharged on clopidogrel. It was further reported that one day post index procedure, the third degree av block was considered recovered.

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that third degree atrioventricular (av) block, bradycardia, and left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelets at the time of index procedure. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with balloon aortic valvuloplasty(bav), according to the instructions for use(IFU). No conduction disturbance was noted post bav. The aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve into the proper anatomical location. On same day of the index procedure,post valve deployment, the subject developed left bundle branch block with bradycardia of 40 beats per minute. No action was taken to treat the event. Post procedure event summary: one (1) day post index procedure, the subject developed third degree av block. Echocardiogram was performed as a diagnostic for the event. The event resulted in prolongation of hospitalization. On the same day, a new permanent pacemaker was implanted successfully and the event of lbbb and bradycardia were considered recovered. At the time of reporting, the event of third degree av block was considered recovering. Seven days post index procedure, the subject was discharged on clopidogrel.